Manufacturer narrative:
Outcomes attributed to adverse event: cement extravasation. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient underwent kyphoplasty procedure at l5-s1. The procedure consisted of injecting bone cement into the l5 vertebrae on the left side. Reportedly, approximately 17 cm of excess bone cement extruded into the patient's inferior vena cava just after the injection. A subsequent CT scan confirmed that the patient had a linear density measuring approximately 17 cm within his inferior vena cava beginning at the level of the t12 vertebral body and extending inferiorly to the left common iliac vein. Upon received information and belief, the cement retained within patient's vena cava was inoperable. Allegedly, the retained cement could fracture at any time, resulting in perforation of internal structures and another vital organ(s), potentially causing significant injury or death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date was on or around (B)(6) 2017.